Event description:
During an embolization procedure of the basilar tip aneurysm, after introducing the gdc coil and the trufill coil, the physician attempted to insert the trufill for several minutes to make basket without invading the (pca) posterior communicating aretery, but the trufill didn`t advance nor retrieve. After pulling back the mc and coils at the same time, the trufill coil was stretched. A double (mc) microcatheter (echelon 10 45 and sl-10 str) technique was used with a (gc) guiding catheter envoy 6french 100cm mpd, an orbit mini complex fill 3.5x7.5 coil was utilized for framing, and the first half deployed this coil through sl10 and he used gdc 3d 3mm coil through echelon 10. The procedure was completed with similar product. The product was stored per labeling instructions. A constant and dedicated saline source was utilized at all times. A balloon remodeling device was not utilized. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc, and there were no kinks in the mc that may have contributed to the event.

Manufacturer narrative:
During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning, and during the repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system after removal from the patient. During the procedure, the patient received the following medications heparin 5000 units, aspirin 150mg and plavix. Additional information will be reported within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was unzipped and presented no damages. Embolic coil was still attached to the gripper and it was found stretched from proximal side. Gripper was also inspected and no damages were noted, but residues of blood were inside of it. Bends were noted in the hypotube. Support coil presented no damages. The od from the delivery tube was measured and was found within specification according to document (B)(4). Embolic coil and gripper were inspected under microscope; two kinks were noted in the embolic coil while the gripper presented no damages. Due to the conditions of the received product (coil stretched), functional test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471111: no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure reported by the customer as "resistance/friction" could not be evaluated due to the conditions of the received product. The second reported failure as "coil - stretched during placement" was confirmed. The kinks noted in the hypotube and the stretched condition in the embolic coil could have affected the failure reported as resistance friction. The cause of the stretched condition in the embolic coil could be impacted by the handling of the unit when the device was repositioned due to (B)(4) investigation the customer state that "during placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm." No damages were noted after removed from the packaging. Neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process; in addition, the device meets with the od specification according the manufacturing procedures. Inspections are in place that prevent these kinds of damages leaving from the facility. First reported failure could not be evaluated during the analysis; however the damages noted in the device (coil stretched and hypotube kinked) appears to be impacted on this failure as well as procedural factors appear to contributed in the stretched condition on the embolic coil. Procedural and handling factors appears to be contributed in the failures experienced by the customer, therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a basilar tip aneurysm using a dual microcatheter technique the 3.5x7.5 mini complex fill trufill dcs orbit was being positioned in the aneurysm when it could no longer be advanced or withdrawn and it was noted that coil was stretched after removal from the patient. The procedure was completed with same like product with no adverse event. The 3.5x7.5 coil was being used for framing. Half of the orbit coil was deployed (but not detached) through a noncordis sl10 microcatheter. After all of a gdc 3d 3mm coil was introduced through a noncordis echelon 10 microcatheter, an attempt was made to push the rest of the orbit. After struggling several minutes to make a basket without invading the posterior cerebral artery (pca), the orbit didn't advance or retrieve. After the microcatheters and coils were all pulled back through the envoy guiding catheter, it was noted that the coil was stretched. There is no information regarding the aneurysm or neck dimensions. The product was stored per labeling instructions. A constant and dedicated saline source was utilized at all times. A balloon remodeling device was not utilized. During the initial insertion of the coil delivery system, there was not resistance at any time during advancement of the coil through the mc, and there were no kinks in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. A one to one relationship between the coil & delivery tube was verified with fluoroscopy prior to repositioning, and during the repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system after removal from the patient. During the procedure, the patient received the following medications heparin 5000 units, aspirin 150mg and plavix. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was unzipped and presented no damages. Embolic coil was still attached to the gripper and it was found stretched from the proximal side. The gripper was also inspected and no damages were noted, but residues of blood were inside of it. Bends were noted in the hypotube. The support coil presented no damages. The od from the delivery tube was measured and was found within specification. The embolic coil and gripper were inspected under microscope; two kinks were noted in the embolic coil while the gripper presented no damages. Inspections are in place to prevent these kinds of damages leaving from the facility. Due to the conditions of the received product (coil stretched), functional test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471111 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although the report that the coil could not be advanced or withdrawn could not be evaluated, the kinks noted on the hypotube as well the stretched condition in the embolic coil could have affected this reported event. In addition, the device meets with the od specification according the manufacturing procedures. The reported stretched condition of the coil was confirmed. Based on the reported information, it appears that aneurysm/vessel characteristics leading to a dual microcatheter approach along with device manipulation during repositioning may have contributed to the coil stretching. Neither the analysis nor the DHR review suggests that these damages are related to the manufacturing process. It appears that procedural and handling factors may have contributed to the reported event; therefore no corrective actions will be taken at this time.